Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The inspiratory flow sensor was replaced. No report of patient involvement. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, pressure mode of ventilation was not available. There was no reported patient injury.